Event description:
It was reported that when implant was introduced in the patient, the surgeon felt that the screw was too big and not desirable for anchoring .as this is a revision case, the surgeon did no want to take any risk. Thus he decided to switch to our endobutton and did the repair. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.